Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on an unknown date and mesh was implanted. Post-operatively 18-24 months, the patient returned with a suspected recurrent inguinal hernia. The patient has been operated on, and it was discovered that the recurrence had occurred through the mesh where it was wrapped around the spermatic cord. The patient has been discharged. Additional information has been requested.

Manufacturer narrative:
(B)(4) (hernia recurred): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.